Event description:
Two big pieces of it came off. Big mesh squares-tampon [device breakage]. Case narrative: consumer reported via phone that the cotton mesh from the tampons come off. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Two big pieces of it came off...big mesh squares-tampon [device breakage]. Case narrative: consumer reported via phone that the cotton mesh from the tampons come off. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.